Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign matter was collected and analyzed for its composition, and it was found to be silicic acid. It is likely that silicic acid was generated by chemicals (antifoaming agents, disinfectants, etc.) Or residual water. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.